Event description:
It was reported that: "(B)(6) 2024, the doctor found the cuff to be leaking when using on the patient." There was no reported patient harm or consequence. Theyw ere reported as fine with no desaturation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.